Event description:
It was reported that the patient was found deceased on (B)(6) 2022 at their home. Despite all prior efforts to educate this patient on the necessity of sleeping on wall power, he forewent those instructions and was known to sleep on battery power. The log files appeared to confirm the reported event was a result of complete depletion of external power as well as the emergency backup battery. From (B)(6) 2022 at 00:51 to (B)(6) 2022 at 13:02, the pump appeared to be operating as intended with routine power source changes. From (B)(6) 2022 at 13:02 to (B)(6) 2022 at 01:17, last set of fresh batteries were in use and they run into low battery hazard state. From (B)(6) 2022at 01:17 to (B)(6) 2022 at 02:07, the external battery was completely depleted, the controller enabled the emergency backup battery (ebb) but the ebb was also completely depleted which caused the end of ventricular assist device (vad) support. Related MFR # 2916596-2022-13551

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms were able to be confirmed. The heartmate ii system controller (serial number: pcx-18960) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 8 days ((B)(6) 2022¿ (B)(6) 2022, (B)(6) 2000 per timestamp). Events captured on (B)(6) 2001 took place when the clock was not set; therefore, the exact dates and times were unable to be accurately recorded. No external power alarms were active on (B)(6) 2022 from 01:17:56 ¿ 02:07:06 due to the 14v batteries being allowed to fully deplete while the patient was sleeping. The backup battery was able to provide power to the system during the alarms until the battery was fully depleted resulting in the controller to shut down and the pump to stop. There were no other notable alarms active in the log file. Multiple good faith effort attempts were made asking if the lvad operated as intended and if any product will be returning; however, no response was received. The patient handbook instructs the user to connect to wall power when sleeping. The root cause of the reported event was conclusively determined to be caused by user error. The device history records were reviewed for the system controller (serial number: pcx-18960) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2020. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.